Event description:
Resvent ibreeze bpap breathing therapy device intermittently and without warning interrupts breathing cycle during inhalation stage. Reported to supplier (B)(4) on (B)(6) 2023 at 1220p. Advised in that telephone call that I would hear back from them soon for an appointment to correct. No return contact as of 24-jan, 2023 0600a.